Event description:
The patient was originally implanted with an afx bifurcated stent graft on (B)(6) 2015 by physician (B)(6) at (B)(6).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The implanting information is unknown for the patient and therefore, an afx bifurcated stent graft will be used as the default suspect medical device as the actual device details are currently unavailable. The patient's aneurysm was growing but the physician was unable to identify a type 2 or 3 endoleak. To exclude the risk of a type 3 endoleak, re-intervention for this patient was completed on (B)(6) 2018 and the patient was treated by implanting an afx vela infrarenal.